Manufacturer narrative:
The meter was requested for investigation. The investigation is ongoing.

Event description:
We received an allegation of a sample mismatch for two patients tested with the accu-chek inform ii meter + rf. At 4:25 pm: patient a's wrist tag was scanned, and the identifier name and ID were checked in the meter's patient confirmation page before the test was performed. The meter result was 5.7 mmol/l. At 4:29 pm: patient b's wrist tag was scanned, and the identifier name and ID were checked in the meter's patient confirmation page before the test was performed. The meter result was 18.9 mmol/l. The staff discovered that patient b's meter result of 18.9 mmol/l at 4:29 pm was missing in the patient's laboratory information system (lis) chart. Upon investigation, it was determined that this result was incorrectly transmitted and documented in patient a's lis chart. At 5:02 pm: patient b was retested, and the meter result of 18.3 mmol/l was correctly transmitted and documented in patient b's lis chart.